Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer report was observed during review of the device activity logs with multiple accessory ID changes. However, the device was put through extensive testing including bench handling, full ECG functionality testing and stress testing without duplicating the report. The multi-function cable was not available as part of this investigation. The defib receptacle was replaced as a precaution and a replacement multi-function cable was sent back to the customer with the device. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.